Event description:
Customer reported being hospitalized twice in the weekend prior to the call for high blood glucose levels. Customer stated that she was told that the insulin was probably not being delivered to her properly due to the set being inserted into scar tissue. Blood glucose level was 532 mg/dl at the time of one of the admissions. Blood glucose level was 207 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).